Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use: "operation manual: 4.2 insertion: air/water feeding and suction: suction shows how to detect the event. Operation manual: 3.8 inspection of the endoscopic system: inspection of the suction function shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer and additional information regarding the cleaning, disinfection and sterilization processes performed onsite for the endoscopes. The follow field updated: h10. Additional information received from the customer that the foreign material (rice) adhered to the scope during the procedure. During precleaning the scope insertion section was wiped, and instrument/suction channel aspirated with water. The scope air/water channel was also flushed with air and water. During manual cleaning there were no abnormalities in the accessories used for cleaning. The scope was immersed in detergent solution and all external surfaces were wiped/brushed with clean lint free cloths/brushes. All channels were brushed and flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, angle rubber glue cracked, insertion tube scratched, light guide tube scratched, and nozzle not clearing within standards. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis exera iii colonovideoscope, the scope switches and area nearby was found clogged. Upon inspection and testing of the customer returned device, foreign material was found in the scope suction cylinder due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.